Event description:
The ballard extension tube from the patient's endotracheal tube snapped while positioning it for suctioning. The patient was recently intubated, less than 12 hours, and not thrashing or moving in a way that would disrupt the integrity of the ballard. The registered nurse was suctioning the patient with normal pressure hold and the ballard (blue portion) snapped in half. Procured a new set up to replace the broken one.